Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. The device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 24, 2014 to november 26, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a white particle, approximately 0.15 mm in size, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.